Event description:
A pharmacist called on behalf of the customer. She stated the customer found the cap open on a new bottle of test strips when she opened the carton. The customer did not use the test strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.